Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery to vessel below the knee. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for about 10 seconds, the balloon ruptured. The device was removed completely from the patient. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition.